Event description:
Report received of an independent rate change. At 0030, the device was programmed to deliver an unspecified solution at a rate of 70ml/hr. No further programming parameters were provided. At 0300, the device reportedly sounded an audible alarm tone for an unspecified alarm condition. At that time, the nurse noted that 800ml if solution was gone from the solution container and that the device displayed a delivery rate of 300ml/hr. There were no reported adverse pt effects.